Event description:
During an atrial fibrillation procedure, continuous air aspiration from the side port was observed while attempting to reinsert the agilis 13f sheath. It was noted the sheath had to be reinserted after it had become dislodged from the left atrium during pre-mapping. It was noted that the dilator, guidewire, and non-abbott (boston scientific farawave) catheter were inserted prior to the leak. Transseptal puncture was performed using a non-abbott (boston scientific versacross) needle. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.